Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country mgr in (B)(4) that their was a vns pt seen in clinic and they had high impedance (dc dc 7 on both system and normal mode diagnostics). The pt was hospitalized because of lack of improvement in her condition. The generator was disabled when the high impedance was found ((B)(4) 2011). X-rays were rec'd for review at the MFR. The generator placement appeared to be normal and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Strain relief bend was present as indicated by MFR labeling, along with a strain relief loop. Two tie-downs were present, one lateral to the anchor tether and another tie down was placed to hold the loop. A portion of the lead was behind the generator, hence no eval could be made on that part of the lead. No acute angles or lead breaks were observed in the portions of the lead that could be assessed. Based on the x-ray images, there is no obvious cause for the reported high lead impedance. No surgery is planned at this time but is likely. The pt has a history of falling down with their seizures and unk if this contributed to their high impedance event. Investigation is underway.